Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic gastric sleeve, in the stomach at the fundus part, the stapler was able to fire, the patient was complaining from abdominal pain then got conservative treatments for three days to try to control the leakage but there was no improvement so the surgeon decided to push the patient again to the operating room to proceed for open surgery conversion to explore more about the cause of the leakage by methylene blue test and there was a leakage in the fundus and the abdomen that was filled by pus. Suturing was difficult due to narrow access of the gastroesophageal junction. Treatment was done consisting of drain and jejunostomy feeding tube and intra venous antibiotic. The patient was hospitalized for four days. The patient was still in the intensive care unit. The patient had fever, klebsiella in the urine and wound, was dehydrated, had electrolyte imbalance, and there was leakage collection and was also suffering from severe depression.